Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the axium implant coil appeared to be broken from the coil shell at the coil shell weld. This condition was not reported during time of event. Additionally, the axium implant coil pushwire was found to be bent from proximal end. The implant coil was found to be inverted within the introducer sheath. The coil was found to be located in the ¿wave-lock¿ portion of the introducer sheath. The axium implant coil pushwire was unable to be pushed out from within the introducer sheath for further evaluation as it was found to be stuck within the introducer sheath. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device returned analysis and reported information, we were unable to determine the cause of implant coil broke. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment for an aneurysm, the coil did not insert into the microcatheter echelon 10. The microcatheter was changed to the bigger echelon 14 45 degree but still the coil not inserted into the microcatheter. No patient injury was reported. Evaluation of the returned device found that the implant coil broke from the pushwire.